Event description:
The patient's mother had reported the patient was experiencing a return of spasticity for the last 3-4 months, with no improvement noted with does increase. The drug used in the pump is lioresal. Follow up with the hcp revealed the onset of symptoms was 2007. The hcp reports the patient had a work up for infection, constipation, and dosage adjustment. The patient was experiencing "baclofen withdrawal." A new pump was placed. The device has not been returned to the manufacturer.